Event description:
It was reported that bhr cup and head were exchanged due to luxation.

Manufacturer narrative:
Smith + nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith + nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith + nephew, or its employees, that the report constitutes an admission that the device, smith + nephew or its employees caused or contributed to the potential event described in this report. - attachment: [(B)(4) summary.pdf].

Manufacturer narrative:
UDI added.